Event description:
It was reported that the patient experienced deflation issues with his ambicor penile prosthesis (app).the device was removed and replaced with a new app. No patient complications were reported in relation to this event.